Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported feeling a shocking sensation. Patient said a month or 2 after the device was implanted the patient sat on a rod iron bench and felt a shock up the spine. No further complications were reported.